Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device exhibited a rate change to 44 ppm, a high current drain of 50ua and could not be interrogated or programmed. Dashes (---) were noted for parameters and attempts to download the software were unsuccessful.